Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the air/water nozzle and that the scope was insufficiently or incorrectly reprocessed and the scope was used for the next procedure. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gif-h170, gastrointestinal videoscope to olympus for repair due to a report that the insertion tube was wrinkled and the angulation was not sufficient. Upon inspection and testing of the returned device, it was found that foreign material was exiting from the air/water nozzle. This report is submitted due to the foreign material found exiting from the air/water nozzle. There was no patient injury or infection, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign materials such as body fluid and/or residues from used chemical agents clogged in the nozzle and adhered to the c-cover (plastic distal end cover), which was due to inappropriate reprocessing after a previous procedure. The instructions for use (IFU) states the following: preclean device and accessories immediately after each patient procedure. There is a possibility that residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Flush water into a/w (air/water) channel of device during precleaning to remove clogging. Clean external surfaces of device with clean lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. How to flush /remove detergent solution into/from a/w channel. Presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure. Olympus will continue to monitor field performance for this device.